Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was returning a call from the post implant care team. In talking the patient mentioned last night they had a strange episode around 3am. Bladder felt like it was going to spasm, and the right side of their penis was in pain. The patient had an urge to go but couldn't, so it felt like a kidney stone in ureter. They knew it wasn't because they didn't have any pain or blood in their urine leading up to that. Once the patient urinated the pain subsided gradually. The patient didn't change any settings. They had gone from .4 to .8 in the last week because they weren't seeing the benefit like when they were doing the testing.